Manufacturer narrative:
Patient identifier: (B)(6). No further patient information was provided by the customer. An evaluation is in process. Ap report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false positive architect sars-cov-2 igg and sars-cov-2 igm results for two patients within the same family. In (B)(6) 2020 the father and daughter both had symptoms of covid-19 and positive pcr tests. The mother had no symptoms of covid-19 and no pcr test was completed. The family had antibody testing completed with roche cobas, liaison igg, and abbott sars-cov2-2 igm/igg. The following data was provided: on (B)(6) 2020 total igm/igg on roche cobas: mother: 0.1 coi (negative), daughter: 31.6 coi (positive). On (B)(6) 2020 liaison igg results: mother: negative, daughter: 91.5 au/ml, (positive). On (B)(6) 2020 architect sars-cov-2 igg and sars-cov2 igm: mother: sid (B)(6) igm 0.05 index (negative), igg 6.18 index (positive), daughter: sid (B)(6) igm 1.17 index (positive), igg 0.89 index (negative). This customers complaint is for the mothers positive sars-cov2 igg result.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm and architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lots 20224fn00 and 20611fn00 were completed using retained kits of the complaint lots. All specifications were met indicating the lots are performing acceptably. Device history record review on lots 20224fn00 and 20611fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported false positive results for two patients within the same family when using architect sars-cov-2 igg, lot number 20224fn00 and architect sars-cov-2 igm, lot number 20611fn00. In july 2020, the daughter had symptoms of covid-19 and positive pcr tests. The mother had no symptoms of covid-19 and no pcr test was completed. The patients had antibody testing completed with roche cobas, liaison igg and abbott sars-cov2-2 igg/ igm. The customers complaint is for the mothers positive sars-cov2 igg result and the daughters positive sars-cov-2 igm result. Although there is a discrepancy with the mothers igg result compared to the roche and liaison assays, no pcr test was performed as she didnt display any symptoms. The mother could still have the virus but be asymptomatic so she could be in seroconversion phase. A direct comparison should not be made between the architect sars-cov-2 igg assay and the diasorin assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the diasorin assay is designed to detect antibodies against the s1/s2 antigens of sars-cov-2. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, bryan et al. 2020, showed sensitivity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Please refer to product information letter (B)(4) for action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Per summary and explanation section of the architect sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov-2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Based on the investigation architect sars-cov-2 igm reagent lot 20611fn00 and architect sars-cov-2 igg reagent lot 20224fn00 are performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm or architect sars-cov-2 igg reagents were identified.